Event description:
It was reported that a magnet was to be used during a lower limb amputation procedure to suspend implantable cardioverter defibrillator (ICD) detection. Following the procedure device interrogation revealed the right ventricular (rv) lead had normal impedance, sensing and threshold. It was reported that the patient died a few hours following the procedure. The physician reported that upon review of telemetry the patient went into ventricular tachycardia (vt) and then ventricular fibrillation (vf). Device interrogation was offered to evaluate detection and therapies but the physician declined. Therefore it was unknown if there was a device malfunction contributing to the death of the patient. No additional information is available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).